Manufacturer narrative:
The product in complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have lead to the adverse event reported. Complaints will continue to be monitored for any trends.

Event description:
It was reported that a (B)(6) year old male patient underwent a right transcarotid revascularization procedure on (B)(6) 2019. A dissection occurred when the arterial sheath was placed and the guidewire was introduced. The dissection appeared to be located in the bulb of the right common carotid artery (rcca). The surgeon was unable to cross the dissection plane and had to convert to a carotid endarterectomy (cea). No additional details were provided.